Event description:
It was found that the track belt had come off which could effect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.